Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's father reported that the tubing came off the end that connects to the body. It was damaged when the package was opened and it was noticed night before this report, while changing the set out. Upon investigation, it was found that there was missing glue in the tubing connector (glue was misplaced on the tubing connector). No further information available.